Event description:
It was reported that the relief pressure knob and o2 knob are damaged. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Per visual inspection, the relief pressure control knob and oxygen concentration switching knob were damaged. The complaint was confirmed. The root cause is unknown. Based on the position of the damaged knob, it is assumed that something hit the two knobs. The relief pressure control knob and oxygen concentration switching knob were replaced to correct the issue. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.